Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the circumstances leading to the leads moving was unknown. They indicated that a manufacturing representative (rep) told them that the unit should not have been put in, and that it might be in the wrong place since the unit only "tingles" in their lower leg and foot. They indicated that the rep said nothing can be done.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), product type: lead. Product ID :977a260, lot/serial#: (B)(4). Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4).

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s device has been turned off for the past two weeks and now it will not work. This was clarified to mean that the implant has not been helping the patient. The patient had some relief at the beginning, but then through different programming, now the patient does not have any relief. The patient has been working with a manufacturer representative for reprogramming since implant. The manufacturer representative has done multiple different programs for the patient, but nothing seems to be helping. The patient was noted to have gone through a great deal of discomfort to get the device implanted. The patient is looking to meet with a manufacturer representative for further reprogramming. Caller stated that the ins never worked so the pt has had it turned off and the ins hadn't been charged in the last several months. Caller stated that the techs gave up and said that they couldn't make it work; caller stated that then the techs said that the leads moved and that the surgeon was wrong, so the pt gave up on the device. Caller stated that the pt went through a tremendous amount of pain and suffering to get the device. Caller stated that the pt has to have a MRI of their brain, however the MRI tech won't do the MRI unless the device is in MRI mode. Patient services (pss) reviewed that the controller and ins must be charged in order for the device to be placed in the MRI mode. Pss walked the caller through charging the controller; caller stated that memory problem data has been lost appeared on the controller, so pss walked the caller through setting the date/time on the controller; caller then confirmed seeing setup is complete. Caller also confirmed that the controller green light was flashing. Pss advised the caller to allow the controller to fully charge and then attempt to recharge the ins and call ps back if further assistance is needed. Caller mentioned that the pt fell today; pss was understanding that this was unrelated to the mdt device/therapy.